Manufacturer narrative:
(B)(4)(B)(6).

Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.